Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The foreign determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The foreign distributor shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of (B)(4) 2015 the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery engine (gde) be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following descriptions of the event were provided by the distributor in turkey. "O2 calibration fails cannot see o2 value as it always shows asterisks. O2 cells tested in this unit work in other units." "Avea respirator serial is (B)(4). Has fault with low fi02 error. We have replaced gde 6 months ago with rga 46224 so c-int282106 under your warranty. But we have same error again." " when nurses saw that error disconnect respirator from patient so there is no harmful for patient."